Event description:
It was reported that a patient was revised to address two yukon polyaxial screws that fractured approximately one month post-operatively. This report captures the second of two yukon polyaxial screws.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient was revised to address two yukon polyaxial screws that fractured approximately one month post-operatively. This report captures the second of two yukon polyaxial screws.